Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump despite the attempt of multiple wall adapters. It was indicated that the customer would continue to use the pump until the replacement pump was received. In addition, the customer reported experiencing an elevated blood glucose (bg) level (539-600 mg/dl) beginning the night prior to contacting tandem technical support. The customer delivered a manual injection to correct elevated bg level. System check with tandem technical support indicated the pump was performing as intended. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.

Manufacturer narrative:
(B)(4).